Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers: 3004608878-2019-00136, 3004608878-2019-00137, 3004608878-2019-00138.

Event description:
This is 1 of 4 reports. A distributor reported that the a2000 mayfield 2000 skull clamp wiggled and was not stable during the pin fixation. Additional information received on 06/11/2019 : the device was not in contact with the patient; hence there was no patient injury. It was unknown if there was a patient prepped for surgery or if medical intervention was required.

Manufacturer narrative:
The device was not released for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. This device exceeds its expected life of 7 years.

Event description:
N/a.